Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing on right ventricular lead was observed. Lead was explanted and replaced. Patient was stable throughout the event.

Event description:
New information received notes that there was noise oversensing.